Manufacturer narrative:
The patient underwent a right knee partial arthroplasty. After 30 days, the patient reported pain a x-rays demonstrated tibial fracture . It was noted that the device had no defect and review of the device history record indicates that the device was manufactured to specifications. The event was not caused by wrong labeling or wrong instructions for use. Bodycad considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened and a follow-up medical device report will be filed accordingly.

Event description:
The patient underwent a right knee partial arthroplasty. The patient pain after 30 days post implantation due to fractured tibia bone. Clear fracture in the anterior part of the tibia. Fracture was not displaced. The doctor treated the patient conservatively with screws across the fracture line.